Manufacturer narrative:
The initial MDR 2247117-2016-00082 was filed on (B)(6) 2016 additional information ((B)(6) 2016): a siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and did not find any instrument malfunction. The technician at the customer site verified that the clot function was working properly. As a preventive measure, the technician replaced the manifold assembly and probe assembly. The cause of the discordant, falsely low anti-tpo ab result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The technician verified the functioning of water pump, pipetting position, tubes, wash station, probes, dual resolution dilutor and level sense. The technician did not find any instrument malfunction. The cause of the discordant, falsely low anti-tpo ab result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low anti-thyroid peroxidase antibodies (anti-tpo ab) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. A new sample was obtained from the patient and was tested on the same instrument, also resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low anti-tpo ab result.